Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the customer's pump was inserted into the case upside down. Subsequently, the pump could not be taken out, preventing the pump from being used. There was no adverse impact to customer's blood glucose. The customer has reverted to manual insulin delivery until a replacement pump can be acquired.